Event description:
It was reported that the wake button was sticking and the pump touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.